Event description:
The pt was implanted with a left ventricular assist device. Approximately 15 months post-implant, the pt was admitted to the hospital with red heart alarms. The pt was supported by batteries at the time. The pt reported that an exchange of the system controller did not resolve the alarms. A few hours later, the system controller log file was submitted to the manufacturer's clinical specialist. A review of the log file revealed that the pump was not able to maintain the set speed. This occurred while the pt was supported by batteries as well as while supported by the power module. X-rays of the percutaneous lead revealed no damage. The pt mentioned that he had dark urine two days prior to the onset of the red heart alarms. According to the information received, the pump was explanted and the pt has since been discharged from the hospital.

Manufacturer narrative:
According to the information received, the pump was explanted and the pt has since been discharged from the hospital. The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.